Manufacturer narrative:
The customer reported, the optical switch would not stay in the on position. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the optical switch would not stay in the on position.